Event description:
Ous MDR - after an implantation period of approx. 86 months a rapid increase of shock and pacing impedance was reported. As a subclavian crush was suspected the physician decided to replace the lead. The lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a gradually increasing pacing impedance from around 400 ohms in (B)(6) 2016 to 1400 ohms in (B)(6) 2017. Furthermore the shock impedance curve showed a varying progression around 100 ohms in 2016 and a gradual increase up to >150 ohms over between (B)(6) 2017. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.